Event description:
It was reported that the 7900 system had a none conformity between the radiation field and the image amplifier. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was found to be working as intended and put back into service.